Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed ¿belt slip¿ message on pump display when pump is near optimal occlusion. Main bearing grease on the drive belt and large pulley was the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a belt slip error occurred while setting occlusion. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The pump has not had the main bearing replaced since initial manufacture, indicating it has the generation one bearing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.